Manufacturer narrative:
The device has been received, but analysis has not yet been completed. Once investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide moved forward but the cannula was not visible after pod removal, indicating a cannula retracted needle mechanism failure. Pod was not worn. No blood glucose levels and no treatment were reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. The download data showed timeouts and a drive stall. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The pod was reset and reran successfully. The pod did not replicate the data abnormality. The exact cause of the observed drive stall could not be determined. It could not be determined when the needle mechanism deployed. Therefore, the cause of the reported cannula retracted event could not be determined.